Event description:
It was reported that patient experienced ineffective therapy. Reportedly, patient had a fall 2-3 years ago and system diagnostics recorded high impedances on contacts 1-8. Surgical intervention may take place to address the issue. The investigation did not determine which lead recorded high impedances.

Manufacturer narrative:
Date of event estimated during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000061940.

Event description:
Additional information was received stating one of the patients leads were fractured. Surgical intervention took place where the lead was explanted and replaced to address the issue. Stimulation was restored post-operative.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.